Event description:
Customer reported 2 false negative results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that pipette tip was bent. Siemens representative instructed customer to replace the pipette assembly and to clean the stiffener with dih20 and alcohol swabs. Customer has also been instructed to clean the readhead assembly and the sockets. Analyzer was calibrated and quality control results were in range. Customer indicated that they repeated those 2 samples on the analyzer and it's reported as expected. Customer is satisfied and system is operational.